Event description:
It was reported that the pt had a loss of therapeutic effect and a loss of stimulation sensation. The pt had been seen for re-programming, but effective stimulation was not achieved. It was further reported that the paddle was incorrectly positioned and that the pt would need a revision. Additional info from the pts physician was requested.

Manufacturer narrative:
(B)(4).